Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. The pump passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded v lith) as shown on the power management graph and confirmed power error, low battery alarm and power loss alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. The customer reported that insulin pump had power loss alarm. Troubleshooting steps were provided for power error detected alarm and power loss alarm. The customer reported that self test was performed and the test was passed. The insulin pump will be returned for analysis.